Event description:
During a deployment of an AED, the user was questioning the device configuration.

Manufacturer narrative:
(B)(4). Currently pending evaluation of the device. Patient outcome is unknown.